Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a rubbed through insulation approximately 16 cm distal to the is-1 connector pin. The finding can be considered to be the root cause of the oversensing mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction with a nearby lead should be taken into account. Diagnostic images clarifying this assumption were not available. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific reported that this lead was part of a revision procedure due to oversensing with pacing inhibition and asystole greater than 2 seconds. It was noted that there was physical damage to the lead body and insulation. It appears that over tightened suture sleeves may have indented the insulation. This lead was explanted.